Event description:
It was reported that after placement of the port, there was swelling of the skin above the port, and the pt reported some discomfort. The incision was reopened, and it was noted that the locking connector of the port was still in the "locked" position, and the catheter had detached. The port and catheter were removed and replaced. There were no further complication.